Manufacturer narrative:
The initial reporter notified the FDA via uf/importer report#: mw5113523. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard bc pro winged catheter was cracked, and experienced leakage. The following information was provided by the initial reporter: bd 18ga angiocatheter stocked in ems storeroom was found to be cracked at the open end of the hub, patient was stuck and then blood could not be controlled coming from the hub; crack was identified. Patient had to be stuck again.

Event description:
No additional information.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.